Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
As the doctor was using the cup impactor/positioner a piece of the handle of the impactor broke.

Manufacturer narrative:
Reported event: an event regarding fractured handle involving a universal impactor/positioner was reported. The event was confirmed. Method and results: device evaluation and results: the returned device was in used condition. The visual inspection confirmed the fractured handle. Medical records received and evaluation: no medical records were received. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other similar events reported for this lot. Conclusions: the investigation concluded the handle fractured due to a design issue.

Event description:
As the doctor was using the cup impactor/positioner a piece of the handle of the impactor broke.